Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that they would sometimes feel the stimulation with increased movement/activity, so they had been adjusting it themself. They felt a strong sensation once when they initially pressed the communicator to their body to connect to it, but it went away immediately. Since the sensation was brief and only happened when they pressed the communicator over the implant to connect, the rep attributed it more so to the pressure of their pressing on it. The rep told the patient to decrease stimulation to the point that it was comfortable and that if their symptoms worsened, they could switch to a different program.¿

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on (B)(6) 2024 when they put the communicator over the implant, they felt a shocking sensation. They said it only did it for a split second. When the device communicated with the implant the feeling went away. Patient emailed manufacturer rep) and the rep emailed them back the next day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.